Event description:
It was reported that upon deployment of filter, legs were crossed. The filter was removed and was replaced with a cook gunther tulip.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The actual sample involved in this event was not returned. However, a returned sample from the same lot number was evaluated. Upon inspection of the delivery system, the loaded filter was observed inside the delivery catheter. The delivery catheter was inspected in the location of the loaded filter. The legs and arms do not appear to be crossed. The loaded filter pattern met criteria for proper loading. No legs of the loaded filter were crossed. The result of the investigation was unconfirmed for filter legs crossed.